Manufacturer narrative:
After further review of additional information received the sections have been updated accordingly. As reported, while performing aaa procedure, three marked pig tails ((cath mb 5f pig 110cm 6sh)) and three nylex (cath nylex 5f pig 100cm 8sh) diagnostic guide catheters got stuck inside the patient, therefore, the physician had to use force and use a lace device in order to remove a piece of pig tail from inside the patient. Also, the gold markers in all of the three pig tails catheters moved from their original place. There was no reported patient injury. Multiple attempts to gather additional information have been made and have been unsuccessful. The products were not returned for analysis. A review of the manufacturing documentation associated with lot 17518959 was performed and it was found that no issues were noted that were considered potentially related to the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue; however, this may have been caused during shipping, storage, or handling of the product. The product instructions for use caution users to grasp the hub and withdraw the catheter carefully during removal from the package to prevent damage to the catheter. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions were taken at this time. This is one of six products involved with the reported event and the associated manufacturer report numbers are MFR# 9616099-2017-01302, 9616099-2017-01303, 9616099-2017-01304, 9616099-2017-01306 and 9616099-2017-01307.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot (17518959) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, while performing aaa procedure, the nylex (cath nylex 5f pig 100 cm 8sh) diagnostic guide catheters got stuck inside the patient, therefore, the physician had to use force and use a lace device in order to remove a piece from inside the patient. There was no reported patient injury.